Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the peak inspiratory pressure knob of a rd900aeu neopuff infant resuscitator is stuck when adjusting within the 5 to 10 cmh2o range. It was further stated that the manometer needle would jump when adjusting the peak inspiratory pressure between 30 to 35cmh2o. There was no reported patient involvement.